Event description:
It was reported that the nurse in the infusion center stated she had taken a pump module out of service and was waiting on biomed to come get it. She said that when she loaded the tubing in the device it kept alarming that the safety clamp was open. She did not use the device with the patient and instead used another module for the infusion. There was no patient harm reported. Upon module inspection, it was noted that one of the prongs on the sear was broken. To replicate the error, the latch was opened and closed with a clean infusion set installed and the safety clamp was not activated. The device had been previously removed from service and biomed notified.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient health impact information. Additional information: imdrf annex e, f, b codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had broken latch was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nurse in the infusion center stated she had taken a pump module out of service and was waiting on biomed to come get it. She said that when she loaded the tubing in the device it kept alarming that the safety clamp was open. She did not use the device with the patient and instead used another module for the infusion. There was no patient harm reported. Upon module inspection, it was noted that one of the prongs on the sear was broken. To replicate the error, the latch was opened and closed with a clean infusion set installed and the safety clamp was not activated. The device had been previously removed from service and biomed notified.